Event description:
The event was reported by a customer from (B)(6): "it was noticed when accessing the patient history that the total infusion amount was showing in mg, not mcg. Sapphire pump was in use with a fentanyl infusion running, 10mcg / ml with a 10mcg bolus, and a 10mcg per hour background infusion. It was noticed when accessing the patient history that the total infusion amount was showing in mg, not mcg. Once both myself and (B)(6) (clinical educator / (B)(4)) viewed the pump we noted that when viewing the history at alternate times i.e 103 hours it would show in mg, then viewing the history period at 102 hours it would display in mg, then viewing at 101 hours it displayed in mcg. After consultation with nursing staff it was decided to end the infusion on the particular pump and commence a new infusion on a new pump. The pump was removed and delivered to botany service centre for investigation. Pump treatment information: sapphire pump was in use with a fentanyl infusion running, 10mcg / ml with a 10mcg bolus, and a 10mcg per hour background infusion. Type of drug: fentanyl. Delay in therapy: yes. Need for medical intervention: no. Human harm: no. Serious injury or death: no."